Event description:
Additional information received reported that the patient was doing well and had not reached out to the manufacturing representative (rep) to say she had continued recharging issues. She was instructed to let therep and the doctor know if there were continued issues. She was receiving effective therapy and the cause of the perceived discomfort during recharging was not determined. The doctor¿s office had not heard anything further information from this to date.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n299078, implanted: 2011-(B)(6), product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation only while recharging and had been occurring since (B)(6) 2014. The patient recharged about once a month and had experienced it three times with recharge events. It was noted that the recharging occurred in the evening with the antenna directly over the skin and with the stimulation turned on. The reporter palpated the implantable neurostimulator (ins) and the patient did not feel anything abnormal. The patient did not have the recharger at the time so they could not evaluate how the patient charged. It was noted that the patient would follow up with the manufacturing representative in a few months and report back with recharge attempts. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).